Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue can be excluded. There were no similar complaints from other customers for this reagent lot number. The investigation determined the event was consistent with a pre-analytical handling issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys anti-tg (anti-tg) on a cobas 8000 system. Patient 1 initial result from an aliquot from the primary tube was 28 iu/ml. The primary tube was repeated twice with results of 13 iu/ml and 12 iu/ml. The aliquot from the primary tube was repeated with a result of 12 iu/ml. On (B)(6)2023 patient 2 initial result from an aliquot from the primary tube was 29 iu/ml. The primary tube was repeated twice with results of 13 iu/ml and 15 iu/ml. The questionable results were not reported outside of the laboratory. The cobas 8000 system serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. The investigation is ongoing.